Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customer states they have been running high and have been having battery issues. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer states their levels had gone as high as 472mg/dl. The customer's most current level was unknown. The customer states they treated the high with the pump. Troubleshoot was conducted. The pump time was found to be off by 12 hours. The customer was assisted with programing time, and declined to troubleshoot for battery issues due to pump responding to new battery. The pump was fond to have passed the high pressure test and to be functioning as designed. The customer was advised to monitor the device and call back if issues persist.